Manufacturer narrative:
.

Event description:
Reporting status: malfunction. Reporting rationale: a loose stent has occurred in patient anatomy and caused or contributed to patient injury previously. Device issue: loose stent. It was reported that the stent was loose on the balloon before use. There was no resistance noted upon removal of the protective sheath. The device was not used on the patient. No add'l event or patient info is available.